Manufacturer narrative:
The large suturecut needle driver instrument has been returned and evaluated by the failure analysis team. Failure analysis investigations replicated/confirmed the customer reported complaint. Failure analysis found the primary failure of the broken grip tips to be related to the customer reported complaint. The instrument was found to have a broken grip at the grip base. A piece approximately 0.077" x 0.295" was found to be broken off abd the broken piece was returned.

Event description:
It was reported that during a da vinci-assisted ventral hernia surgical procedure, the tip of the large suturecut needle driver instrument broke off and fell inside the patient. Per the reporter, the fragment that had fallen inside the patient was retrieved during the same procedure. The customer replaced the large suturecut needle driver instrument with a back-up instrument of the same kind and completed the procedure with no reported injury. Intuitive surgical, inc. (Isi) obtained the following additional information regarding the reported event: the instrument was reportedly inspected prior to use, and no issues were noted. The surgeon does not know what caused the instrument to break. The customer reported that the instrument and fragment were retrieved immediately. The customer noted that all broken pieces were reportedly sent back to isi for evaluation. No additional surgical procedure was required. Upon final removal of the instrument, the wrist was straightened, and there was no resistance through the cannula. The surgical staff did not notice any other damage to the instrument or the cannula after the event occurred. The patient has not returned to the hospital due to experiencing any post-surgical complications related to retaining a foreign object. It was confirmed there was no patient harm, injury or adverse outcome.